Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received an open book image. The customer reported a blood glucose value of 417 mg/dl. The customer experienced hyperglycemia and was treated with a manual injection, emergency room visit, hospitalized, and discontinued use of the insulin delivery system. The event involved product(s) unomedical, mmt-1880l, unk_sensor, and mmt-332a. Troubleshooting was performed for the open book image, explained that the pump performs safety checks, and an error was found. Troubleshooting was not performed for the high blood glucose. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. No product return is required for unomedical. No product return is required for unk_sensor. No product return is required for mmt-332a. Mmt-1880l was requested and the customer response was the device was returned for analysis.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and motor. Successfully downloaded history files and traces using thump. Unable to perform the carelink upload due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm was triggered by a pump error 35 fatal alarm confirmed in the history file on 05/26/2025 09:01:30.000 and on 05/26/2025 09:11:00.000 due to moisture damage on the force sensor and on the electronic assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched display widow, scratched case and cracked keypad overlay at the select button. The pump was received without a battery. No damage noted on the battery cap. On the event date of 26-may-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 153500 (15.35) u and dailytotalofbolusinsulindelivered = 126000 (12.6 u) which is equal to the dailytotalofallinsulindelivered = dailytotalofallinsulindelivered: 279500 (27.95 u). Perform the history review 1 week prior to the event date 26-may-2025 in the pump history file and found 2 pump error 35 in the pump history file on 05/26/2025 09:01:30.000 and on 05/26/2025 09:11:00.000. Unable to perform the functional test due to critical pump error (open book image) alarm. Alarm-aa99-critical pump error confirmed due to alarm-a338-pump error 35. Alarm-a338-pump error 35 confirmed due to moisture damage on the force sensor and on the electronic assembly. Unable to confirm alleged high bgs. Upload error confirmed (unable to upload to carelink). For additional information regarding the tests performed refer to d00854230 ¿ appendix e.